Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had a needle retraction failure. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer¿s report, the hcp pressed the button to retract the needle after puncture; however, the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/2/2021. H.6. Investigation: bd received a 22 gauge insyte autoguard unit from lot 0286422 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the unit was un-retracted. It was determined that the hub was unable to be rotated and the retraction button could not be pressed. There were no visible defects to the spring or device. Next, the device was then inspected under a microscope. It was determined that there was adhesive present on the outside of the hub and between the grip and button. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that the cured adhesive was the cause of the retraction failure. The adhesive came from the manufacturing process due to a misalignment with the part and and the adhesive station. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in had a needle retraction failure. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer¿s report, the hcp pressed the button to retract the needle after puncture; however, the needle was not retracted.